Manufacturer narrative:
A4 and a5: not applicable, as there was no patient contact. D6a: if implanted, give date: not applicable, as there was no patient contact. D6b: if explanted, give date: not applicable, as there was no patient contact. Other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) plunger advanced over the lens. It was noted that the lens was scratched. There was no patient contact. The issue was observed during handling, prior to insertion. The procedure was completed successfully using another johnson and johnson iol (different model, zcb00, same diopter of +14.0) for the left eye. The outcome does not significantly interfere was activities of daily life. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: may 12, 2023 section h3: evaluated by manufacturer: yes device evaluation: the suspect handpiece was received and visual inspection under magnification found ophthalmic viscosurgical devices (ovd) residue in the lens module, consistent with an excessive amount of ovd used, which can contribute to usage errors. No damage to the cartridge or plunger rod were observed. The lens was also observed to be partially advance stuck in the cartridge, and improperly folded. The handpiece was disassembled, and visual inspection performed. No assembly issues were identified. The lens was removed from the cartridge, cleaned and visual inspection was performed. Visual inspection found a scratch on the lens surface and an edge chip. No further issues were identified. The complaint issue of ¿override¿ was not confirmed. The complaint issue of ¿cosmetic issues¿ was identified during product evaluation; however, based on the complaint investigation results and the excessive amount of ovd in the lens module that could have contributed to the lens shifting prior to advancement, the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could also not be confirmed to be related to a manufacturing or design issue. Conclusion: as per complaint investigation results, the product was released within specifications. Relationship between the device and the reported incident could not be determined. Therefore, there is no indication of a product deficiency or product malfunction. Please note that the information reported in sections d2 (common device name), h6 (health effect -clinical code and medical device problem code) and section g1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.